Event description:
Baxter (B)(4) received a report that an intermate had a ruptured reservoir. It is unknown at what stage this condition occurred. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report patient involvement, patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. The reservoir was also microscopically examined for any abnormalities that may have potentially contributed to the rupture. Some abnormalities were detected near the rupture line. The root cause of the reported condition was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.